Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cord damage" was confirmed. During the pre-repair diagnostic assessment, there was damage found to the hose. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the had cord damage. Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.